Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the device was broken; the flow rate needed calibration; calibrated the flow rate and then tested the device overall. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.